Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said her stim seems to get stronger and is painful as she charges. When recharging, the ins quality says excellent the whole time, but when she is finished it says poor quality that started a few days ago. The patient thought she felt stim in her arms, but the hcp said that it couldn't be the recharger and it had to be the patient's nerve damage. The patient said she has been getting reprogrammed ever since she got it. The patient said she was charging twice a day, morning and night. The patient said one time she got down to 30% charge and it took 4 hours to recharge. The patient said between charging the ins and the controller it is getting to be quite a lot for her. The patient was starting to not like it and wanted it taken out, but the hcp didn't think she should get it out. No further complications were reported.